Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 50-75% stenosed eccentric lesion was located in a bifurcation of a left anterior descending artery. The pt presented post a non st elevation myocardial infarction. A 0.014 choice pt extra support guide wire and vl 3.5 6f runway guide catheter were inserted. The lesion was pre-dilated with a maverick2 2.0x20mm balloon at 8 atms for 30 seconds, and 10 atms for 22 and 35 seconds. A 2.5x28mm non bsc stent was advanced to the lesion and deployed at 8 atms for 50 seconds. Immediately after stenting, the physician noticed a dissection distal to the placed stent. A 2.0x20mm maverick2 balloon was advanced to the lesion and inflated to 10 atms for 1 min to treat the dissection. A quantum maverick2 2.75x15mm balloon was advanced and inflated twice to 12 atms for 34 and 42 seconds, to treat the dissection. The 2.0x20 maverick2 balloon was again inflated to 2 atms for 2 seconds and 10 atms for 25 seconds. The quantum maverick2 balloon was again used and inflated to 18 atms for 24 and 25 seconds, 20 atms for 24 seconds and 18 atms for 32 seconds. A 2.5x23mm non bsc drug eluting stent was advanced to the dissection but the physician was unable to cross the lesion. When the device was removed, it was noted that there was stent damage. The lesion was again dilated with the 2.0x20mm maverick2 balloon to 2 atms for 2 seconds and 10 atms for 14 seconds. Another 2.5x23 non bsc drug eluting stent was advanced to the lesion and deployed at 10 atms for 45 seconds and post dilated with the stent balloon to 12 atms for 26 seconds. The stent was post dilated with a 2.0x20mm maverick2 balloon to 8 atms for 40 seconds, 12 atms for 1 min and 12 atms for 2 mins and 20 seconds. Post stenting the stenosis in the stented region of the left anterior descending artery was reduced to 0%. No further injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.